Event description:
While performing a surgical procedure, a piece of plastic approx 1 inch long fell into the surgical site. It was retrieved and no injury resulted.

Manufacturer narrative:
It was reported that during a surgical procedure, a plastic shaving n the triangular graduate was not identified and inadvertently poured into a surgical site with the irrigation solution. It was subsequently retrieved and no injury or negative consequence resulted for the patient. We have not had similar issues of this nature reported. The supplier has been notified. Inspections will be increased to verify this issue has been addressed.